Event description:
This is the first of two reports (same product ID, same product problem, same facility, different patients). This report is in regards to the first patient. Linked to mfg report: 3004608878-2016-00315. On (B)(6) 2016, the a3059 mayfield composite series skull clamp was in use on a patient when it slipped. The user facility staff reported that the patient woke from anesthesia and ripped head out of pins (prior to start of surgery). There was report of patient injury / death alleged, however details were not provided. A revision/medical intervention was required and there was a delay in the surgery of 30 to 60 minutes. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 12/15/2016. The product was not returned for evaluation. The device history record for the unit(s) listed in this complaint under lot code/work order: (B)(4) on 01/29/16. A total of (B)(4) were produced of this lot and all passed the required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. In summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined. Due to the nature of this reported failure the mayfield patient positioning for success chart has been provided as a refresher tool.